Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id3305) was used in an unspecified surgery, and it appears that the patient had a cerebrospinal fluid leak (csf) and a pseudomeningocele. Additional information has been requested.

Manufacturer narrative:
Device history record (DHR) - the DHR review for lot 4157755 was reviewed and no anomalies during the lot¿s manufacturing, packaging, and sterilization processes that could be related to the reported conditions was observed. Five (5) retained samples were visually inspected and, in conclusion, no anomaly was observed that could cause the reported complaint event. Since no sample was available for return of duragen 3x3 5 pack domestic (id3305), no further evaluation is possible; therefore, due to the lack information available no root cause analysis could be determined. Nonetheless, the csf condition is a known complication as is covered in our risk documents and currently the IFU addresses possible complications when submitted to a neurosurgical procedure (e.g., csf leaks).